Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the 2.5 x 12 mm rx voyager balloon catheter was advanced, but the balloon ruptured at 6 atm during the first inflation. The balloon was changed to another company's balloon and a drug eluting stent was implanted at the target lesion. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It is likely that the balloon material was damaged during interaction with other devices, and/or lesion calcification, such that the balloon ruptured below rated burst pressure during the first inflation, as no damage was noted during preparation for use. In this case, although there are no indications of a product quality deficiency, a conclusive cause for the reported balloon rupture could be determined.